Event description:
Tech stated the account alleged that when weight was applied to the foot end of the bed, the head end of the main frame of the bed raised. The bed was in use. No injury reported. The bed was removed from service. Tech found a broken shoulder bolt that holds the trend gas head causing this issue. Repair has not been completed at this time.